Manufacturer narrative:
The tubing set was returned to the manufacturer for evaluation. Testing found that the set had the incorrect connector on one end. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 01-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the saline tubing was received with the incorrect connectors. It was reported that the set had two varying connectors instead of two locking connectors. A second tubing kit was used to complete the subsequent procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.